Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving sufentanil (5000 mcg/ml at 4304 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the hcp noticed three motor stalls in the logs, 2 of which she couldn't explain. There was a stall on (B)(6) 2018 and another on (B)(6) 2018 for about 5 minutes each. There was another stall on (B)(6) 2018 due to an MRI, and she noted that was expected. The hcp stated that the patient did use a bone growth stimulator, but it was used on his leg and he didn't remember using it at the times of the stalls. The hcp said she would read the logs at the next appointment to see if there were any additional stalls. No patient symptoms were reported. No further complications were reported.